Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. On (B)(6) 2013 the device was still in fault mode when an increase in voltage suggests a further pad-pak was installed. The device then passed all self-tests up to the (B)(6) 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last history log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.